Manufacturer narrative:
The initial reported event of infection was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to infection. No further patient complications have been reported as a result of this event. It was further reported that patient had presented to the ER (emergency room) with chest pain and was admitted to the hospital. Blood cultures had been taken and came back positive for streptococcus infantarius. A transesophageal echocardiogram (tee) was performed which showed mobile vegetation on the right ventricular (rv) lead. The patient was treated with intravenous (IV) antibiotics for two weeks. A new implantable cardioverter defibrillator (ICD) system was then implanted. The patient is a participant in the product surveillance registry clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.